Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, upon deployment of the valve to the 3rd node, the device dislodged on the right pulmonary artery (rpa) side. Subsequently, a bailout technique was performed into a non-medtronic sheath. The delivery catheter system (dcs) was then reinserted into the rpa, and the valve was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {unspecified harmony valve}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.